Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was possibly leaking within 3 or more hours after insertion at abdomen, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction bolus via pump. The patient replace supplies as necessary and resume insulin. No further information available.